Event description:
The bard rep stated that his lifestent and dorado balloon were FDA approved and perfect for this sfa/popliteal artery stenosis. On the urging of the bard rep, a larger stent with corresponding larger balloon was selected. The recommendation of the rep was to inflate the balloon to greater than 20 atm. This resulted in the pt suffering a massive perforation of her right popliteal artery with massive exsanguination. An emergency long leg bypass was performed. The pt lost nearly 3 liters of blood and required over 5 units of blood replacement. She was in the ICU for nearly a week and then never went home, only to a skilled nursing facility. Route: intra-arterial. Dates of use: 2009. Diagnosis or reason for use: peripheral vascular disease.